Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.4cm abdominal aortic aneurysm on. It was reported that the patient presented emergently in the ER with back pain. A cta performed identified a type ia endoleak. The physician performed an intervention where a 36x36x49 endurant cuff was implanted at the level of renal arteries. Another manufacturer¿s stent was also implanted inside the endurant cuff. The endoleak was resolved. Per the physician, the cause of the proximal type I endoleak was due to aortic neck dilatation. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).